Manufacturer narrative:
The subject device was returned for evaluation. During the sample evaluation, the remaining ten (10) fasteners were deployed successfully without issue. The reported event of broken/loose fasteners was not reproduced throughout the sample evaluation. No manufacturing anomalies were found and review of the manufacturing records was performed and found the lot was manufactured to specification. The sample was found to function as intended during simulated use testing, as such a definitive root cause of the reported event could not be determined. However, the most likely root cause is the event occurred due to user/device interface. The instructions-for-use (IFU) supplied with the device states, "the optifix¿ absorbable fixation system should enter and exit the trocar easily without excessive force. The use of too much force could damage the instrument. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity."

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the bard/davol optifix straight fixation device failed to deploy the first fastener. When the device was removed from the patient and tested in air to ensure proper fastener deployment, the fastener was getting stuck in the shaft and broken fasteners were deployed. It was reported that some of the fasteners could be fixated after the test in air, however the issue presented again. Loose fasteners were removed from the patient's body. The procedure was completed using another device. The surgeon is an experienced user of the device. There was no reported patient injury.